Event description:
It was reported the left ventricular (lv) lead experienced a sudden increase in threshold that may have compromised capture. It was also reported the egm strips showed noise being sensed on the lv lead, perhaps due to electromagnetic interference (emi) exposure. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk bi-ventricular defibrillator, implanted: (B)(6) 2010; product ID 694965 implantable tachy lead, implanted: (B)(6) 2005; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.